Manufacturer narrative:
The reported event for failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that after the right atrial lead was connected to the patient's device, loss of capture was observed. The lead was explanted and replaced. The patient's condition was stable throughout the event.